Manufacturer narrative:
The device was not received for evaluation and was reported to have been disposed; therefore no physical analysis of the device can be performed. A review of the device history records of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. As noted in the device instructions for use (dfu), "the hydrophilic coating on the wire guide is activated by immersion in sterile water or sterile saline solution. Prior to using the wire guide, fill a syringe with sterile water or sterile saline solution and attach it to the flushing port on the wire guide. Inject enough solution to wet the wire guide surface entirely. This will activate the hydrophilic coating." At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided to date, it appears that handling factors may have contributed to the event as reported. If there is any further relevant information provided, a follow up medwatch report will be submitted.

Event description:
Event description: during cerebral embolization procedure of arteriovenous malformations of the patient. While medical devices were delivery to the surgery table for performing the procedure, the tip of the zip wire was observed without hydrophylic coating. Additional information received from the distributor reported that a part of the polymer material was missing. The device was not used and there was no consequences or impact to the patient. The procedure was completed using a different device (same model).